Event description:
It was reported by the user site that during a selenia dimensions mammography system patient exam on (B)(6) 2025, an error message related to the vertical travel assembly was displayed. The user site reported that the gantry of the system shut down in the middle on an exam, which was then followed by numerous error codes. The user site reported no reported patient or user injuries. Hologic field service engineers (fse) were dispatched to investigate the system. While working on repairing the system, an fse observed loose bolts in the back of the vertical travel assembly rotation work gear and determined that the vertical travel assembly needed to be replaced. No further information is currently available at the moment.